Event description:
Tavr (transcatheter aortic valve replacement) where perclose malfunctioned. This is the second case we have had with the newer perclose system. Both times the footplate got stuck in the deployed position and we could not remove it without breaking the device and manually retracting the footplate. No patient harm in either case but this is the second episode. Ref report: mw5164136.